Event description:
Info was received related to a study conducted outside of the u.s. Reporting that the pt had a proximal dissection (type a) during stenting of the target lesion (lcx). This event was resolved with an additional stent.